Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and three similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device was not returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral angiography on a post-stroke patient, the physician injected 1ml of air into the middle cerebral artery [mca] of the patient. The account states that the syringe was prepped by aspirating the syringe in saline [x3]. Contrast/saline mixture was then drawn up in the 1ml syringe and prepped for physician use. The physician was not ready to use the syringe at the time, so the syringe was placed on the back table. The physician grabbed the syringe off the back table and injected 1ml of air into the patients middle cerebral artery [internal carotid]. It was not until the second injection during this procedure that air was noticed in the patient's cerebral artery. The culprit syringe used during this procedure was discarded because the staff did not notice anything unusual about the syringe. The staff believed that the event was due to possible use error by the clinician and that it may not have been a full 1ml of air that was injected. The patient started seizing post-procedure. The patient was transferred to ICU for recovery. The account states that the patient is doing well.